Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adapter luer lock connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has luer lock connectors that do not stay on during treatment causing the bags to leak. Upon follow up, the patient confirmed the reported fluid leak event occurred between the blue tip on the safe lock adapter and baxter bag connection. The patient began using a pale under the connection and needle nose pliers to tighten but the connection still leaked. The patient stated that per the clinic's procedure the pd nurse gave the patient prescribed prophylactic antibiotics, vancomycin (1 gram, intraperitoneal, 3 times) and gentamyacin (80 mg per 2ml, intraperitoneal, 3 times). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the original cycler without issue. The patient confirmed that the adapter was discarded and not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d4, d9, h3, h4 plant investigation: the actual and companion complaint device samples were returned to the manufacturer for physical evaluation. The actual and companion samples were visually inspected found that the luer lock connectors are acceptable with no damages observed. In addition, samples were tested in the cycler machine and worked as intended without any abnormalities during the tested period. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. During the evaluation of the samples was not confirmed the alleged failure stated in the complaint.

Manufacturer narrative:
Correction: h6 missing c95560 prophylactic treatment code.